Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. Technical services (ts) noted the value was not a gradual rise and there are no stored noise events. The health care professional (hcp) discussed that they will continue to monitor. This rv lead remains in service. No adverse patient effects were reported.